Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt mentioned they were still having pain and the ins did not seem to help since implant date. Pt said the ins covered some pain the pt was having, but did not cover the area where the majority of the pain was located for the pt. Pt said they cannot turn their therapy up anymore because they would get an "electroshock." Pt said they had always had the pain they were experiencing and the ins was not delivering desired therapeutic relief. The patient was redirected to their healthcare provider to further address the issue. Additional information was received. Pt only met with their rep and adjustments were made. Pt said it did help some but the pain comes back after 10 minutes and they cannot walk or stand after 10 minutes. Pt called from registered number and mentioned they had been explanted on (B)(6) 2023 by hcp because the ins did not provide expected therapeutic relief since implant date. An email was sent to the repair department to send a shipping label so pt could donate controller and patient services specialist(pss) emailed prs to update pt information.